Event description:
Pt was non-simmmmptomaatic until six months ago when her daughter noticed difference in alignment. Pt went to dr. And x-rays seemed to show failure of tibial articulating surface on mewdial side. Femoral component fracture was not evident on x-ray. Upon revision the fracture was revealed and "gouging out" of the tibial surface from the fracture line.